Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report was received from global pharmacovigilance (gpv) and is from a physician who reported that a patient was seen for cloudy effluent, abdominal pain, nausea and pyrexia. The patient was hospitalized from (B)(6) 2012 for treatment. Antibiotics were administered on (B)(6) 2012: vancomycin 2.5g 1 time intraperitoneal, garamicin 4.0g 1 time intraperitoneal, and ceftazidin 1.5g during nightly flushing from (B)(6) 2012. The patient started capd therapy on (B)(6) 2008, and at the time of this report has not restarting therapy. The physician stated the cause of peritonitis was break in aseptic technique. The patient was reported to have recovered on (B)(6) 2012.